Event description:
It was reported that during a peripheral percutaneous transluminal angioplasty procedure using the nanocross 014 percutaneous transluminal angioplasty balloon, the balloon burst during the procedure on the first inflation at an unknown pressure and with an unknown burst type. The target lesion was located in the mid segment of the right anterior tibial artery and was described as severely calcified with severe tortuosity. The balloon was inflated using an inflation device with 50/50 contrast, and a 5x10 pinnacle sheath was used. The instructions for use were followed without issue, no resistance was encountered when advancing the device, and there were no reported packaging or device removal issues. The balloon did not detach and was safely removed from the patient. The procedure was completed using a new device that was not stated to be from the same manufacturer. No injury or intervention was reported, and the patient outcome was reported as alive with no health consequences or impact. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.